Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the patient experienced extrusion of the device. Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The patient underwent revision surgery to reposition migrated electrodes and repair ear canal defect. The implanted device remains. This report is submitted on 6 may 2021.